Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was opened for use for a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the sterile packaging was already opened. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.